Event description:
Caucasian south american female, who had elsewhere undergone a bilateral subpectoral augmentation mammoplasty with 180 cc silicone gel implants; presented to facility diagnosed with bilateral capsular contracture of the breast. She underwent surgery for the removal of silicone implants and replacement with saline implants. The right silicone implant was found to be ruptured. The pt tolerated the procedure well and left the operating room awake and in stable condition.